Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed new sensor during a sensor session. Data was provided for evaluation. Per (B)(4), cases where the sensor session line is missing in share support tool and share support service, complaints will be closed since a data investigation cannot be completed as data ambiguity cannot be resolved further. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Initially this event was reported as a reportable malfunction. Upon further review it was determined that this event does not meet the criteria of a reportable complaint. MFR 3004753838-2019-105607 was reported in error. Please disregard initial reporting of this event since this has now been deemed non-reportable.

Event description:
Subsequent to the initial MDR, it was determined that the report was submitted in error. Device displayed new sensor during a sensor session did not occur and therefore the criteria of a reportable complaint is not met as per the code of federal regulations.